Event description:
The feeding pump used on this pt had the auto flush function activated. What we have discovered is that the "pins" that activate the auto flush can break or be pushed in while changing the tubing or cleaning the pump. The pump will not let the user know that there has been a change in the previous setting or shut itself off if the pins have been broken. Instead, the flush/bolus function is turned on. When the auto flush feature is activated, it does not alert the user that this feature has been turned on. The only notice that the user or pt will get is approx 1 minute before the flush bolus is given. The pump will begin a count down to the flush - if you are not looking at the pump when the count down begins, you have no knowledge that the flush or bolus is about to begin. Our concern is for our pediatric pts and our unstable hemodynamic pts. In this case, the pt was a very small infant who received 25cc flushes of formula every hour during his continuous feeding.